Event description:
The facility stated that the surgeon implanted a aa4204vl plate silicone lens. The lens tore upon insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove from the eye. No suture was required. It is unk what cause the lens to tear. The injector model msi-tm, lot number was unk. The cartridge model # mtc60c fp, lot number was unk.